Event description:
It was reported that the pediatric patient was implanted without the mother¿s consent after he was born in 2010. The mother claimed it was implanted for a study and ¿she was threatened if she did not have the procedure done for her son.¿ she originally stated that all she wanted to know was what the device was and how to get it out of her son because she did not agree to have it implanted. The mother stated that she could not leave her son around any routers, computers, 4g cellphones, or gps systems because if he got near them ¿he stood straight up like he was being electrocuted, his face began to change to a purple-red coloration, and his arm began twisting and contorting.¿ he could not be taken to doctor¿s or lawyer¿s offices because the electronics there could cause the symptoms. The mother also claimed that the device was being controlled remotely and that radio waves had been used on it. Her son could walk and talk when the device was off, but ¿when you turn the stimulator on he could not do anything.¿ the mother also mentioned that the implanted device was ¿expired¿ and had ¿(B)(6) gel in it or on it.¿ she had taken her son to many neurosurgeons and neurologists, even though the primary doctor refused to seek a second opinion, but no one wanted to him because he was involved in the study. The mother provided x-rays of the implanted device. She stated that her son ¿was going to die because of this¿ and had a ¿class four brain bleed, hydrocephalus,¿ and another disorder that could not be understood. She would not comment on what her son was diagnosed with that could lead to death. The mother was very difficult to follow and it was unclear what was factual or not.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was implanted with a "(B)(4) device and the manufacturer's device around (B)(6) 2010." The patient's mother stated they were "tracking their son and a helicopter flew over they stated they were tracking them." The reporter also mentioned a deep brain stimulation system and a vp shunt. The patient has had three surgeries and they "were on a standard radio frequency hnk10.00h."

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu _unknown_lead, product type: lead.

Event description:
It was later reported that the device was "the one that belonged in the chest." The patient's mother wanted a second opinion because her son had not looked like he had a brain bleed and was "gooing and gahing and the day before that he was due to go home and it had just made no sense." It was noted that in short for four years the patient had been treated behind the scenes "collecting data while the mom sat around like an idiot taking care of him for the wrong conditions." It was also stated that "it had to be removed, it said it on the CT scan, he had a normal functioning brain, it should have never been put in in the first place."

Event description:
Additional information received reported the patient had a deep brain stimulator put in their head after birth. The reporter stated the stimulator was put in their son's head without their knowledge or consent and they could not find any medical or legal help to have it removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's life was in danger. The reporter stated they had "surgical notes to a certain degree." The reporter wanted to know what was in the patient's head and if it could or could not be removed. The patient's mother knew it could be removed, but they were starting to think it was too late because the patient had "fallen in the wrong hands." The reporter stated the patient had a deep brain stimulator (dbs), not a shunt, and had been putting off radiation when it was active since a CT scan. The reporter stated they could prove it because their dog has a tumor and the patient slept by the dog their entire life. The reporter further stated the patient was part of a study that was still going on if the patient was still alive and not on life support. At the time of this report the patient was "beyond hysterical and jumping on the bead" and in the hospital and the reporter did not know if the patient was alive or dead. The reporter did not know if the patient would live or die on the day of this report. The patient stated they did not have an intracranial hemorrhage and their brain was fully functioning. The reporter stated the patient was being tortured and was suffering.